Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch (lss). The lead's threshold and sensing measurements are within acceptable ranges. The impedance measurements have been steadily declining, however today are stable at 360 ohms in both bipolar and unipolar configurations. Numerous atrial tachy response episodes were stored secondary to noise on this lead. It was unknown whether the lss was triggered due to a high impedance measurement or a low impedance measurement.